Event description:
It was reported that during surgery, the suture of the smartstitch would not deploy. The procedure was successfully completed without delay using a different technique. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was a repeat issue. A review of the instructions for use found that careful attention is required for successful utilization of this device. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.